Manufacturer narrative:
The zoom had no power due to the zoom battery not being charged. The customer reported that the stretcher was not being charged when moved between departments for an extended period of time which likely led to the battery issue.

Event description:
It was reported by the customer that a nurse was pushing a zoom stretcher up a ramp and the zoom function stopped, causing the stretcher to roll back onto the nurse. It was reported that the nurse hurt her back and shoulder attempting to hold the stretcher and was placed on light duty as a result of the alleged injury.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported by the customer that a nurse was pushing a zoom stretcher up a ramp and the zoom function stopped, causing the stretcher to roll back onto the nurse. It was reported that the nurse hurt her back and shoulder attempting to hold the stretcher and was placed on light duty as a result of the alleged injury.